Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's wire harness designator w09 to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issues with their device. Upon inspection by physio- control the device was observed to unexpectedly reset. There was no patient use associated with the reported event.